Event description:
As reported by the importer: flow rate is slower than it should be.

Manufacturer narrative:
(B)(4). The device is currently on shipping from USA to b braun (B)(4) for investigation. A follow up report will be provided after the inspection results are available.